Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a unable to access hsv(health sight viewer) and outdates report were not printing. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was linked to an enterprise server access failure, as the es server displayed the error message ¿an error occurred when trying to access,¿ preventing connectivity to the pyxis server website. A technical support specialist followed knowledge article "disaster recovery procedure for medstation es (new process)" to continue capturing inventory and reversed syncing devices remaining on list. Tse then validated that all devices were synchronized and functioning properly. The customer confirmed no further issues after the recovery process. The system functioned as intended after the technical support specialist troubleshot the issue.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a unable to access hsv(health sight viewer) and outdates report were not printing. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.